Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date since the correct date was not provided. Updated: device model/catalog number updated from no information to 10602. Device lot number updated from no information to 0023062644. Device expiration date updated from no information to 12/04/2020 . Device unique identifier (UDI) # updated from no information to (B)(6). Device manufactured date updated from no information to 2/05/2018. Device evaluated by MFR.: synergy ii us mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that the on the first proximal stent strut row, the stent struts were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found a hypotube break at 260 mm distal from the distal end of the strain relief. Multiple kinks were also noted along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and very calcified circumflex artery. A synergy ii drug-eluting stent was advanced to treat the lesion. However, the mid portion of the shaft was broke. The device was removed by taking the guide and wire all out as one. Then, the guide and wire were put back in and the procedure was completed with a new stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and very calcified circumflex artery. A synergy ii drug-eluting stent was advanced to treat the lesion. However, the mid portion of the shaft was broke. The device was removed by taking the guide and wire all out as one. Then, the guide and wire were put back in and the procedure was completed with a new stent. No patient complications were reported.